Manufacturer narrative:
A synergy ous mr 2.75 x 20 stent delivery system was returned for analysis. Examination of the stent identified stent damage. Stent struts in the mid-region were lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found no tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14-may 2021. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in severely tortuous and severely calcified distal left anterior descending artery (lad). Following pre-dilatation with a 2.50x20mm balloon, a 2.75x20mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.